Event description:
Fukuda denshi telemetry system.information that is displayed at the slave monitor is not the same as displayed at the central monitor.for example, bed 2's waveform and numerics are displayed in bed 4's sector. The patients name is displayed in it's proper sector,and bed 4's waveform and numerics are displayed in bed 2's sector.so the waveform and numerics are not for the right patient, so the nurse may chart the wrong information for that patient. Follow up reveals:currently, the manufacturer is working on a software change and it will be implemented once it has been created. In the meantime, the slave is acting as the master screen to prevent display problems.